Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation. It is unknown if the patient or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown.

Event description:
It was reported that during a procedure to implant a filter, the arms deployed, but the legs were stuck in the spline and the doctor could not release it. The doctor removed the device with a retrieval system. No injury to the patient reported.